Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". Additionally, the dn to rear therapy electrode (te) cable was pulled from strain relief. The root cause for the open and pulled wires was excessive force. No adverse event resulted from the damaged pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it was causing frequent check therapy pad messages.